Event description:
It was reported that the 9800 system experienced an iris pot error on boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified that the collimator was, locked up. Found that a new matrix pot was required. Part ordered and will be replaced when received. It is believed that the replacement of the matrix pot will address the stated problem. If follow up info indicates otherwise and additional report will be filed as required.